Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem o lok clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have the grip cable dislodged from one of the inputs in the back end (in the housing). As a result, the grip cables were loose at the distal end. The clip test could not be performed. The instrument was found to have multiple input disks broken. Hairline cracks were found on grip/pitch input shafts. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log for the hem o lok clip applier instrument (470230-12/n101905220010) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0735. The alleged event occurred on the 51st use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. This complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem o lok clip applier was found to have loose cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to this event. However, as of the date of this report, no other details have been received.